Manufacturer narrative:
This product is not marketed in the us. (B)(4). "Word" order search: no [or#] similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vicmo 12.1, -02.25 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed within the same surgery, on (B)(6) 2018. A replacement lens was implanted. Patient is doing well and is "extremly" happy.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found residue on lens and portion of lens was returned. Corrected data: the reporter indicated that on (B)(6) 2018 a vicmo 12.1, -02.25 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed within the same surgery on (B)(6) 2018. A replacement lens was later implanted on (B)(6) 2018. Patient is doing well and is extremely happy. (B)(4).